Event description:
It was reported by the affiliate that the (1) tvc55 were used during an unk procedure. It was reported that the instrument locked out. The case was completed with another instrument and there was no consequence to the pt.